Manufacturer narrative:
Devie evaluated by MFR.: returned device consisted of a quantum maverick mr balloon catheter. The balloon was loosely folded. Analysis of the tip, balloon, inner/outer shaft, hypotube and hub included microscopic and visual inspection. Inspection revealed a burst in the balloon material that was 11mm in length. Inspection of the device found no other damage or defects. The reported burst was confirmed.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, target lesion was located in the proximal and middle of right coronary artery. On (B)(6), guide wire were crossed the lesion, pre-dilatation was performed with a 2x15mm non-bsc balloon catheter but could not be implanted due to calcified lesion. A 2.5mm x 12mm quantum maverick balloon catheter was selected for treatment. However, during inflation at 14 atmospheres, the balloon burst. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the proximal and mid right coronary artery. After placing a guide wire and pre-dilatation with a 2x15mm balloon catheter, a stent could not be implanted due to calcification. A 2.5mm x 12mm quantum maverick balloon catheter was then used for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.